Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history records revealed no issues that could have caused or contributed to the reported increased intra-peritoneal volume (iipv) event. A past iipv event was discovered during the service history review and its cause was determined to be use error. The previous servicing did not cause or contribute to the reported event. While some of the reported therapy settings could have contributed to this iipv event, because the device was not returned, this could not be verified and the cause of this iipv could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv) event (indicates that the patient drain volume exceeds 160% of the maximum prescribed cycle fill volume) while using the homechoice (hc) device. When the hp called to speak to the technical service representative (tsr), they were connected and were in fill four, after which they moved into the manual drain and drained out 3375ml. The hp ended the therapy after that. The tsr checked the programming and the fill volume was 1800ml. The initial drain alarm was set to 0ml. The hp does not do manual exchanges. The tsr also checked the nurse¿s menu and found the minimum drain set to 80%. The tsr assisted the registered nurse to change the percentage to 90. The tsr also adjusted the last manual drain option to ¿yes¿ and the ultra filtration target was set to 0ml. The cycle by cycle uf was reviewed, with cycle 3 uf much higher than the previous two. The hp was going to continue to use the hc with the new settings. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.